Manufacturer narrative:
The product has been returned and is pending evaluation. This investigation is in progress and a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that an intraocular lens (iol) was implanted, and then explanted due to patient complaining of pain. The iol was removed with forceps, and a vitrectomy was performed. Additional information has been requested, but not received.

Event description:
It was reported that a syringe needle dislodged during surgery of the right eye, resulting in the need for a vitrectomy. The syringe model, manufacturer, and indication for use were not identified by the reporter. This adverse event is unrelated to the intraocular lens and no longer meets reporting requirements. An anterior vitrectomy was performed. The incision was enlarged to remove the iol, requiring sutures. The plan of surgery changed to implant an anterior chamber iol, which was implanted successfully. In the physician's opinion, the anterior vitrectomy is the cause of the iol damage. Though requested, no additional information has been received.

Manufacturer narrative:
From the additional information provided by the reporter, this event is unrelated to the lens and no longer meets reportability requirements. Product evaluation has been completed on the returned lens. The lens was in a dried condition and was in the vial. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found only half of the lens was returned. The optic had been cut or torn in half. One haptic was attached to the returned piece of the optic. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. There have been no similar events reported for this lot number and there are no open nonconformance's or capas for this event type. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rate. No corrective action is necessary at this time.